Event description:
The customer reported recalled images are washed out. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board and reloaded software. System operates as intended. (B) (4).